Event description:
The event is reported as: the tube markings disappeared during use. The pt was re-intubated. No report of pt injury.

Manufacturer narrative:
The device sample was not returned for eval at the time of this report.